Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, catheter became stuck on the stent. The 90% stenosed target lesion was located in a mildly calcified lesion mid left anterior descending artery (lad). The atlantis sr pro2 imaging catheter was used for post-ivus after a non-bsc stent was implanted. The physician felt resistance during withdrawing the atlantis sr pro2 imaging catheter, then the catheter became stuck with the proximal portion of the stent. An unspecified guide wire was inserted to remove the catheter, then the catheter became released by the two wire technique. Outside of the patient the physician noted that the tip of the guide wire exit port was lifted up. The procedure was completed with another with same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, catheter became stuck on the stent. The 90% stenosed target lesion was located in a mildly calcified lesion mid left anterior descending artery (lad). The atlantis sr pro2 imaging catheter was used for post-ivus after a non-bsc stent was implanted. The physician felt resistance during withdrawing the atlantis sr pro2 imaging catheter, then the catheter became stuck with the proximal portion of the stent. An unspecified guide wire was inserted to remove the catheter, then the catheter became released by the two wire technique. Outside of the patient the physician noted that the tip of the guide wire exit port was lifted up. The procedure was completed with another with same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed imaging core wind up in the telescope assembly during visual analysis. A kink was observed in the sheath assembly at 13.2cm from femoral marker at distal side. There was no damage observed on the distal tip or guidewire exit port assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).